Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause cannot be determined based on the information provided and fa results. The fa investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Furthermore, the associated device was not returned to isi for failure analysis to be able to assess the reported failure mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however, the fse still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the maryland bipolar forceps instrument and the iesu have not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called in to report that when using the maryland bipolar forceps (mbf) instrument, it was arcing. Prior to the call, they already used a new instrument and new cable with no change and the issue persisted. She stated that this already happened on last week (this complaint covers the new issue). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs but found nothing relevant. The tse had the customer swap the instrument and the universal surgical manipulator (usm) arms, but the customer elected not to perform the troubleshooting. They were using the bipolar forceps instrument for now to complete the procedure. The power and the setting were normal. The procedure was completing as planned with no report of patient injury.